Manufacturer narrative:
An event regarding pain involving a trident shell was reported. Malposition of the shell was confirmed following a medical review. Method and results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review by a clinical consultant noted: [...] Procedure-related factors: - cup malposition in absent anteversion, patient-related factors, - obesity ((B)(6)) a secondary factor. Device-related factors: - none. Diagnosis: - cup malposition in absent anteversion has caused an overload condition with adverse effect upon bone ingrowth of the cup as well as causing an iliopsoas impingement syndrome with local inflammatory reactions in the tissues simulating a pseudotumor, all requiring cup revision with exchange of the cup to a correct anteversion position.[...] -device history review: a device history review confirmed devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot indicated. Conclusions: a review by a clinical consultant concluded: [...]cup malposition in absent anteversion has caused an overload condition with adverse effect upon bone ingrowth of the cup as well as causing an iliopsoas impingement syndrome with local inflammatory reactions in the tissues simulating a pseudotumor, all requiring cup revision with exchange of the cup to a correct anteversion position.[...] No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon performed a revision on patient's left hip after patient complained of pain. Procedure was performed successfully with no delays. Patient retained the implants, attorney involvement is unknown at this time. Per medical review, cup malposition was noted.